Event description:
Emergency reoperation was performed two days after aortic reconstruction with a dacron graft. The prolene suture used in the original surgery was found broken and a 2cm hole developed in the aorta. The pt expired.